Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+1.5/127 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was rotated 42 degrees cw after horizontal implantation (during same surgery). The lens was replaced with a shorter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).